Event description:
The customer reported that the device had an alarm. Troubleshooting was performed. During the call the customer stated that pt was hospitalized for high bgs. Suggested the customer to use manual injections per m.d. Protocol.